Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that it took a while for the programmer to establish communication with the pulse generator. Attempts to interrogate the device resulted in the message "data not read". On (B)(6) 2011 the battery data was 2.65 v, 8.9 khoms with an estimated remaining longevity of 0.75 years. The device was removed and replaced.